Event description:
Customer reported two cases of diffuse lamellar keratitis (dlk). Patient with stage 2 dlk in both eyes. Patient had anterior chamber bubbles in the right eye during the initial procedure. Ablation was completed and no complications on (B)(6) 2014. An oral steroid was not prescribed. Topical steroid dosage was increased. A flap lift and rinse was not performed. Patient did not experience a loss of best corrected visual acuity. Pre-op bcva was 20/20 in the right eye and 20/15 in the left eye.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient had anterior chamber bubbles in the right eye during the initial procedure on (B)(6) 2014. Ablation was completed with no complications. Day one post treatment patient presented with diffuse lamellar keratitis (dlk) stage 2 in both eyes. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva) and the patient had no complaints. Pre-op bcva was 20/20 in the right eye and 20/15 in the left eye.